Manufacturer narrative:
Analysis of the log files from the arm is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor reported upon powering on the device displayed an exclamation mark alarm and could not be used. The customer reported a warning of "motor didn't move in time" found in the history report. They reported that this did not occur during patient use.